Event description:
It was reported to technical services on (B)(6) 2011, that this rv lead showed potential undersensing. Pvcs fighting with the v pacing. No other information is. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).